Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-01370, 1627487-2020-01372, 1627487-2020-01374. It was reported a lead had eroded through the skin which caused an infection at the lead site. In turn, the infection was treated with IV antibiotics and the system was explanted in 2016 (exact date unknown). Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.